Event description:
A pump alarm was reported during a pumping session. There was no adverse impact to the customer's blood glucose level. The caller was assisted by technical support in loading a new cartridge using proper technique and successfully resumed insulin therapy.